Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device name: sur-fit natura stomahesive flexible skin barrier w/ precut openings w/45 mm (1 3/4") flange w/tan tape collar.

Event description:
The patient reported redness, irritation and a burning sensation under the tape collar of the device. The irritation has persisted for approximately 2 months. The patient sought medical treatment and was issued a prescription for corticosteroid cream and another for steroid foam but saw no improvements. No further information was reported.